Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found out of specification in relation to the reported system error 348 alarms which was unable to reproduce during evaluation. System error 348 alarms was not confirmed through the event history log review; however, there are multiple system error 345 alarms in the history log. The customer likely intended to report an ec345. Evaluation was unable to reproduce the reported symptom. Evaluation found no evidence of an ec348 nor were any issues identified related to an ec345. No further action is required. Evaluation found no evidence of a system error 348 alarms nor were any issues identified related to a system error 345 alarms. No further action is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 348 (no upstream sensor poll) alarm. There was no patient involvement. No additional information is available.